Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed that the patient's right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. No programming changes made and the patient continued to be monitored. The patient was stable throughout.